Manufacturer narrative:
The subject device was not been returned to omsc but was returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the distal end cap had impact points. The adhesive of the bending section rubber had been peeled off. The air/water cylinder and the suction cylinder had been worn out. There was debris on the suction cylinder. The venting connector had corrosion. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021: stophylococcus warneri (>=10 cfu, <100 cfu). Second time; (B)(6) 2021: klebsiella oxytoca (>=100 cfu, <1000 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.